Event description:
It was reported that the insulin gauge inaccurately displayed insulin levels when the cartridge was replaced. There was no adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.